Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the device data file was provided for review. The data file showed an ECG signal railing and baseline wandering was obtained approximately 45 seconds into the case. The "check pads" message would have only been present for the first 45 seconds of the case, warning the user that the device does not detect a valid patient impedance. The file indicated that an impedance was eventually detected, however the signal was poor. The evidence in the data file suggests that there is poor coupling somewhere between the patient, electrodes, and device. There does not appear to be evidence of a device malfunction, however a data file review alone is unable to determine the cause of the poor coupling. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old male patient, the device displayed a "check pads" message. Complainant indicated that the patient subsequently expired.